Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial report had the missing narrative information. The information has been provided with this report.

Event description:
It was reported that the insulin pump had cosmetic damage and lip ring from reservoir was broken and loose. Customer's blood glucose level was unknown. Troubleshooting was done for cosmetic damage. Customer reported that reservoir was able to lock in place when inserted into insulin pump. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Notes: reservoir lip ring has broken loose inquired what led up to the complaint. Customer response: reservoir lip ring has broken loose bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. Type of damage is: reservoir lip ring. Damage occurred: normal use. Location of the damage is: reservoir lip ring. Is the physical damage to the pump's reservoir lip ring: yes is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: sending rpl additional notes: sending rpl ship: pump/return: 1 pump country: (B)(6). Input date: 09/26/2019 warranty start: 09/02/2018 warranty end: 09/01/2022 batch - ng1756365h.